Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided indicates that the patient had a fistula and adhesions. Fistulas and adhesions are known risks of surgery and listed in the instructions-for-use as possible complications. A sample was not returned for further evaluation. Based on the limited information provided and the patient's pre-existing conditions no conclusions can be made between the reported post-operative complications and the bard/davol device used to treat the patient. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported by the patient's attorney via the implant operative report, implant tracking log, and event operative report: on (B)(6) 2007 - the patient underwent a total abd hysterectomy, abd sacrocolpopexy with implant of a bard/davol flat mesh followed by cystoscopy. The operative details were not included in the information provided. On (B)(6) 2012 - the patient was diagnosed with abd mesh, foreign body (davol flat) erosion into the vaginal canal, vaginal fistula tract, dyspareunia, urinary urgency, extensive pelvic adhesions, rectocele, intraoperative right iliac vein injury, intraoperative sigmoid colon enterotomy, intraoperative cystotomy and underwent a multi-part procedure which included laparoscopy with lysis of adhesions, excision and removal of the bard/davol flat mesh, closure of vaginal cuff/upper vaginectomy, repair of cystotomy, rectocele repair, right iliac vein repair, repair of sigmoid colon enterotomy and cystoscopy with insertion of suprapubic catheter. Per the operative report details, ¿it was identified that the sigmoid colon was densely adherent to the upper arm of the mesh (davol flat), which had been placed at the patient¿s robotic sacrocolpopexy previously. The mesh (davol flat) was undermined at the level of the sacrum and transected and carefully dissected off the rectum inferiorly and the anterior and posterior portions of the bladder base which was closed with chromic suture. From where the mesh was taken down off of the upper and posterior vagina, the patient underwent partial vulvectomy.¿